Event description:
The lay user/patient contacted lifescan on aug. 17, 2007 and alleged that she had a calcode issue with her one touch ultrasmart meter and it was also not powering on later. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issued first occurred in 2007, at approx 11 am. She also mentioned feeling shaky and nauseous after the reported issue began. The patient treated herself with food/beverage and tested on her backup meter with a result of approx 97 mg/dl. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The code remained on the screen and the meter was not advancing to the apply sample prompt. The patient was walked through resolving the calcode issue. It was also verified that she was using the correct test strips and the meter did power on when the power button was pressed. However, it did not power on when the test strip was inserted all the way into the test strip port. This complaint is being reported because the power issue was not resolved when the test strip was inserted into the meter and the patient experienced symptoms after the reported issue began. She treated herself with food/beverage. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.